Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility report was confirmed via troubleshooting and the reporter was advised to return the device for evaluation. To date, there are no records of a device return and the reporter indicated the device would be returned if the issue persist. If the device is received at a later date, a summary of the evaluation results will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported the device is showing b30 and e315 error codes. There was no patient involvement associated to this report. No additional information is available.

Manufacturer narrative:
The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Root cause for the issue of b30 (scope communication error) and e315 (unsupported scope) cannot be conclusively determined. Likely cause of the issue can be as follows: 1) failure in the electrical contacts of the scope connector due to the improper handling by the user. A poor contact of the scope communication pins inside the electrical contacts may cause failure in normal communication to the videoscope, leading to an error message b30. 2) failure in the electrical contacts of the scope connector due to the improper handling by the user. A poor contact of the scope communication pins inside the electrical contacts may cause the device to detect a correct videoscope as a wrong mode, leading to an error message e315 standing for ¿unsupported scope¿ in case of no applicable modes. The instructions for use includes the following statements which can prevent the above issues: ·push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. ·when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.